Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the 8.0 mm/39 mm omni elite stent delivery system would not insert into the 6fr non-abbott sheath. During the attempts to insert it was observed that the stent implant was loose on the balloon. The device was not used on the patient. A new omni elite stent delivery system was used successfully for the case. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was initially reported as returning for analysis, but has now been reported as not returning because it was discarded at the account. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.